Event description:
A report was received that the patient was experiencing a jolting pain while charging. It was noted that the ipg site was still swollen as the patient was recently implanted. Database analysis showed signs of poor charger to ipg coupling, however, the ipg appeared to be working as expected. The patient underwent an ipg revision procedure and was doing well postoperatively.